Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device will not power on and will state, "service required" when a power on is attempted. The device was not in use on a patient.